Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in an arteriovenous fistula. A 7fr non bsc sheath was placed and a 12.0 x40, 75cm gladiator¿ balloon catheter was advanced to the lesion. The balloon was inflated however the balloon blew apart from the top and bottom. No patient complications were reported and the patient's status was good.